Event description:
Allegedly stem has subsided. Stem "fell out" according to surgeon when revised. Cup left in place and liner exchanged to another poly liner.

Manufacturer narrative:
Investigation is not completed. Event device code is addressed in package insert. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is completed. This is the same event as 3003379990-2007-00030, 1043534-2007-00077, and 00078. This event occured in another country, and the product was manufactured in another country.